Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device internally dumped the energy after charging up to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b3 and b5. Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity log indicated while performing CPR, the user attempted to charge the device seven times, but each time the charge was internally discharged as the user switched from defib mode to monitor mode. After each internal discharge, the user switched back to defib mode. This would indicate that the main knob on the front panel was moved. During this time, there is no recognized shock button presses. On the eighth attempt, the device successfully delivered a shock after the user charged it to 200j and pressed the shock button, which was the only instance where the user pressed the shock button after charging the device to the selected energy level. It is important to note that the r series device is not designed to deliver energy by itself and must have the operator press a shock button to discharge. No clinical log was available for review. The device passed all functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to discharge.